Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 368mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)